Event description:
A malfunction alarm was reported during the pumping process, specifically alarm 20. There was no adverse impact to the customer's blood glucose level. Despite assistance from technical support, the customer was unable to load a new cartridge successfully, as the cartridge alarm recurred. Consequently, technical support arranged to replace the pump, which was still under warranty. In the interim, the customer would use multiple daily injections (mdi) as an alternative insulin therapy. The customer was advised to return the faulty pump using a pre-paid label within ten days and instructed on how to put the pump into storage mode before its return. The customer understood and acknowledged all instructions and procedures.